Event description:
The surgeon inserted an mci 13.7 implantable collamer lens in 2006. The lens was explanted five days later due to excessive vaulting. Subsequently, the pt experienced elevated iop due to blocked peripheral inidectomy. The lens was exchanged for a shorter less.

Manufacturer narrative:
H6. Evaluaiton: result - visual inspection of the returned product found once haptic torn. There was evidence of clear surgical residue. A lens work order scarch was performed and no similar complaints were found. Conclusions - based on the complaint history, the work order scarch and the eval of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector, cartridge and foam tip plunger were not returned for eval. 510(k) # p030016